Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it was presumed that the light emitting diode did not light up properly due to a failure of the front panel and the pressure sensor did not work properly due to a failure of the printed circuit board. However, a definitive cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the high flow insufflation unit exhibited light emitting diode on the control panel did not light up properly. There were no reports of patient involvement.